Event description:
Information received from the field notes that the patient was admitted to ER for heart failure. Physician noted that the ec g showed apparent vvi pacing at 65-75 ppm with no sensing of intrinsic activity.